Event description:
Home patient (hp) contacted baxter's tech svc ctr (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of hp's automated peritoneal dialysis (apd) therapy. Nothing unusual was noted with hp's supplies, or with the technique used to setup the supplies. Tsc assisted hp in ending therapy early. Per hp, after ending call with tsc, hp started a new therapy with the same supplies. No pt injury or medical intervention was associated with this incident.